Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 3.0x12mm taxus liberte stent was unable to cross an unspecified lesion. The physician noted the stent was flared and the procedure was completed with a different device with no pt complications. The pt was reported to be good post procedure.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).